Manufacturer narrative:
Device was used for treatment. A review of the device history records revealed this lot met all specifications with no anomalies noted.

Manufacturer narrative:
This device is used for treatment not diagnosis. Corrected part number and lot number were provided.

Event description:
A device report from (B)(6) indicated a lawyer in (B)(6) reported: pt implanted on unk date with nflex straight rod was discovered to have the rod broken. It was reported pt experienced pain. Pt returned to operating room on an unk date and the hardware was removed. No further info is available. This is 1 of 2 reports.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.